Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-year post deployment, patient was presented for filter removal. Venacavogram showed normal ivc without thrombus but apex of filter was tilted towards right lateral wall with its tip abutting the wall. Multiple unsuccessful attempts were made to retrieve the filter using recovery cone and snare. 13 years followed by, another attempt to retrieve the filter was done and it was found that there was multiple limb detachment and two of the detached filter limbs were migrated to the heart. At that time, all of the filter including two broken filter arms that were in the ivc were retrieved. Therefore, the investigation is confirmed for filter limb detachment, filter tilt and retrieval difficulties. However, the investigation is unconfirmed for filter migration to the heart, as the filter is retrieved from the ivc, only the filter limbs were migrated to the heart. Per medical records, multiple attempts were made to retrieve the filter using snare was unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter migrated, titled, and detached. The patient had a failed removal attempt prior the filter being removed. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached, migrated to heart, tilted and embedded in wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached filter arms migrated to the heart and the patient reportedly experienced chest pain; however, the current status of the patient is unknown.